Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported during a da vinci-assisted surgical procedure, that the fenestrated bipolar forceps cable snapped while grasping tissue. No rigorous movements were made at the time of use. The procedure was completed with no reported injury.